Event description:
It was reported occlusion alarms occurred and it was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow up from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.